Event description:
The patient reported an infection. Antibiotics were prescribed and an explant procedure was performed on (B)(6) 2026. As of on (B)(6) 2026, the infection has cleared, and the patient is doing wonderful.

Manufacturer narrative:
The other adverse events issues questionnaire was reviewed for causes of the reported issue. Based on this review, the incorrect questionnaire was completed. However, patient non-compliance was identified as the patient picked and itched the sutures and surrounding area near the neurostimulator which contributed to the report of infection. A curonix representative conducted a review of sterilization and packaging records for the respective product lot; curonix has confirmed that the product was delivered sterile, validated sterilization parameters were used, and sterile barriers were verified to be intact following packaging. The stimulator is used to treat pain. The cause of the infection is due to patient non-compliance as the patient picked and itched the sutures and area surrounding the neurostimulator (user error-patient). Rates reviewed at the most recent complaint trending meeting do not indicate a significant increase in other adverse events issues. Other adverse events issue rates remain acceptably low; thus, a CAPA is not required. Other adverse events issue rates will continue to be tracked and trended.